Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was defective and worked intermittently. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was defective and worked intermittently. The customer replaced the power management (pm) printed circuit board assembly (pcba), but the issue remained. The customer wanted to know how to determine if the issue was due to the user interface (ui) pcba or touchscreen. The remote service engineer (rse) informed the customer of touchscreen diagnostic mode and advised the customer to see if the x-y axis beveled away from the finger when checking the grid and how to access diagnostic mode and provided the customer with the part number and price of the replacement touchscreen for repair. Investigation is ongoing

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician confirmed the reported issue after trying the touchscreen diagnostics test--the touchscreen was somehow damaged and not working in multiple areas, and at times, the biomedical technician found that the touchscreen would not properly recognize touch. The biomedical technician performed touchscreen calibration a number of times, and although the touchscreen seemed to pass touchscreen calibration, the touchscreen did not allow the biomedical technician to exit the touchscreen calibration screen. Therefore, the biomedical technician ultimately ordered the replacement touchscreen, and upon receiving the new part, the biomedical technician replaced the defective touchscreen and verified that the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, the biomedical technician stated that additional issues were observed during further evaluation of the device and are being addressed in subsequent cases.